Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was out of stock and user was unable to pull the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and ran an inventory report for the medications, verifying that the medications were still in stock. The tss obtained the medication details, including the order identity and patient information name and the visit identity. The tss dialed into the server and compared the inventory data between the station and server, confirming that both showed matching quantities, reviewed the patient visit and associated orders and verified that the patient was in an admitted status. The tss advised the customer to check whether any remote stock items were out of stock, as user may be adding inventory to ensure medication availability aligns correctly with electronic privacy information center (epic) orders. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.